Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device has exhibited intermittent high out of range pace impedance measurements of greater than 2000 ohms on the right atrial (ra) lead for over a year. It was also noted that there. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).